Manufacturer narrative:
The sample was rec'd and analyzed. The sample was submitted to visual inspection. This incident was reviewed with the people involved in the MFR of this set. A process review was conducted and one deviation was detected. The deviation detected during the process review was corrected and documented on the corrective action report (rac).